Event description:
Previous mitral ring implanted 4/12/91 with quintuple coronary bypass graft. Late summer 1996, pt experienced rather sudden onset of shortness of breath, abruptly with palpatations. Seen in office, congestive heart failure with atrial fibrillation. Coronary angiogram reveals 3 plus coronary artery disease, mitral regurgitation and aortic valve stenosis. Planned surgery, replace both mitral (prosthetic) and aortic valves and re-do quad coronary artery bypass graft. Pt experienced multiple severe complications and expired on the tenth post-op day. He was a very poor cardiac risk for this surgery, but he and his family requested the procedures to be performed.